Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 4968-35 implantable pacing l ead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to a right ventricular (rv) lead fracture. It was also reported that the lead integrity alert triggered (lia) due to the rv lead having noise and a sudden increase of the supra vena cava (svc) impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.